Event description:
Healthcare professional reported, pt was having heartburn, reflux and nighttime regurgitation. A barium swallow showed pouch. Pt requesting band be removed. The device will be returned. Follow-up findings: no band slippage was observed by the surgeon.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not rec'd the product at this time. There fore no analysis or testing has been done. Pouch dilation, reflux and heartburn are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of pouch dilatation and reflux as follows: "band slippage and/or pouch dilation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by hand deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain." "Band deflation may not resolve the dilatation if the stoma obstruction is due to a significant gastric slippage or if the band is incorrectly placed around the esophagus. Band repositioning or removal may be necessary if band deflation does not resolve the dilatation." "Caution: insufficient weight loss may be a symptom of inadequate restriction (band too loose). Or it may be a symptom of pouch or esophageal enlargement, and may be accompanied by other symptoms, such as a heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate." Device labeling addresses the possible outcome of reflux and heartburn as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."